Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU and patient manual also include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02939, 3007042319-2015-02940 and 3007042319-2015-02941) submitted for devices related to the same event.

Event description:
It was reported that this patient called vad department complaining about a switch in power sources with a charging level greater than 10%. The patient also reported hearing several beeps noticed. The controller and two batteries were exchanged with no reported effect on the patient. Investigation is ongoing.